Event description:
As reported, in 2008, this pt underwent endovascular repair using gore excluder aaa endoprostheses. The contralateral gate of the trunk-ipsilateral leg component could not be cannulated; therefore, an unplanned aortouniiliac procedure was performed and a femorofemoral bypass graft was implanted. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.